Manufacturer narrative:
(B)(4). The device was returned for evaluation. The reported stent dislodgement was confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances or exceptions for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that during the preparation of a 3.0 x 18 mm multi-link 8 stent, it was noted that the stent was dislodged from the stent delivery system (sds) balloon when the protective sheath was removed. The stent was found inside the protective sheath. The device was not used on the patient. There was no clinically significant delay of procedure reported. No additional information was provided.